Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touch screen was unresponsive. Additionally, the customer alleged that the pump was no longer delivering insulin. The customer's blood glucose (bg) level was 455 mg/dl and customer reportedly required assistance from a nurse to deliver manual injection to treat bg due to feeling weak. The customer reverted to manual injections for insulin therapy.